Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set, which did not resolve the suction issue. The customer was sent a replacement pump. The customer was contacted by a complaint handler on 08/10/2017 and she confirmed that she was diagnosed with mastitis on (B)(6) 2017, at which time she was prescribed an antibiotic. She indicated that she did consult with a lactation consultant to get fitted for breast shields and that she is no longer experiencing any signs/symptoms of mastitis. The customer also indicated that she received the replacement pump and it was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she had low suction on her freestyle breast pump. The customer indicated that she had three bouts of mastitis and took medication for it; however, she does not currently have mastitis. She also indicated that she has blisters.